Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified as the cartridge was not returned.

Event description:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified as the cartridge was not returned.